Event description:
It was reported that the pump screen would not turn on, leaving it dark and unresponsive. The customer's blood glucose level at the time of the issue was 8.2 mmol/l, which is within the normal range. Technical support determined that the pump needed to be replaced; they arranged for a replacement pump and instructed the customer on returning the faulty pump with a pre-paid label and return box.